Manufacturer narrative:
Testing and investigation found battery leakage from the disposable batteries on the battery cover, middle printed circuit board and inside the battery compartment of the device. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, corrosion was noted in the battery compartment of the device. There were no reported delays of critical therapies while the device was in clinical use. No additional info was provided.